Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer changed pump supplies and continued to use the current pump to address the issue. Customer's blood glucose level was 531 mg/dl with large ketones. Customer's parent gave the customer a manual injection to address the elevated bg due to the customer being "semi unconscious". Ultimately, the customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged on (B)(6) 2026.